Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine followup. It was discovered that the atrial lead had dislodged. Poor sensing and impedance were also noted. Lead repositioning was planned, but the helix failed to extend. The atrial lead was explanted and replaced. The patient was stable before, during, and after the procedure and would continue to be monitored.